Manufacturer narrative:
This complaint is related to MDR #: 1828100-2014-00685. The reported complaint was confirmed. The service repair technician (srt) replaced the blade protector. The srt performed verification/release testing of the sternal saw. The sternal saw operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the blade protector was bent on the sternal saw. There was no patient involvement.